Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery frequently. The customer did not provide the blood glucose reading. He stated that he received a no delivery alarm at least once a week. He noted that on some occasions, the alarm would sound in the middle of the night, and when he was unable to hear it, he would wake up with high blood glucose. He declined troubleshooting for the alarm, since these were past events and the alarm was not occurring at the time of the call. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.